Event description:
It was reported the siderail top was broken resulting in the siderail being unable to be locked in the up position.

Manufacturer narrative:
It was reported that the right, top of the siderail required replacement.